Manufacturer narrative:
The patient experienced an adverse event with the same device model number on one additional date. The event on 15 may 2026 is documented in MFR report #3003464075-2026-00051. All devices must meet quality requirements and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.

Event description:
A report was received on (B)(6) 2026 from the patient care technician (pct) of an 83-year-old female with a medical history including end stage renal disease, who stated the patient experienced fever and shaking and was hospitalized following an in-center hemodialysis treatment on (B)(6) 2026. A reaction to the dialyzer is suspected as patient cultures (type not specified) were negative. There was no response to the requests for additional information.